Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. For the fourth firing for the functional side to side anastomosis of the jejunum, the surgeon tried to clamp the tissue. However, could not fully close the jaws and could not fire the device. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.